Event description:
Due to use of a non-standard surgical technique, the electrode array of the patient's implant was damaged during the initial surgery. Pt was unable to benefit from the implant. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. The pt's implant was not explanted. Pt received a second device in the contralateral ear.